Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Analysis of the returned system computer could not confirm any failure as it passed all testing preformed without issues. The computer booted normally to the application screen and loaded the software as expected.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field systems engineer was able to replicate the reported event upon inspecting the system. He suspected that the issue was caused by the system computer, and upon replacement of the computer, the issue was resolved. No further issues were reported. Replaced computer was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the navigation system shutdown and was no longer possible to boot up. The monitor showed 'no signal'. The surgeon continued the case without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.